Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the operator didn¿t conduct the proper process of reprocessing. The event can be prevented by following the instructions for use, chapter 3 inspection before use which state, "prior to reprocessing, check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life."

Manufacturer narrative:
The olympus field service engineer was at the facility performing a preventive maintenance and was made aware, from the biomed, of the incorrect reprocessing steps. The fse advised that the acecide-c efficacy needs to be tested at the beginning of each cycle to ensure efficacy of the acecide-c. No other issues were reported. If additional information is obtained, a supplemental report will be filed.

Event description:
An olympus field service engineer (fse) reported that a user facility reported that they were not testing the acecide-c efficacy before each cycle. Once they became aware that the efficacy wasn't being tested before each cycle, they removed the known scopes and reprocessed them again, with efficacy of acecide-c being checked before each run cycle. No patient infections have been reported due to the issue. No additional information has been obtained.